Event description:
Report received from abbott international affiliate (abbott-canada) which states "a patient noticed that the collar proximal to the filter was leaking, sometime after pt returned home from the institution, where the therapy of flourouracil was started." Additional information has been requested, but no further information was available.